Manufacturer narrative:
(B)(4). Although the patient died, the death was unrelated to the implanted device; therefore, this event has been downgraded from a death report to a serious injury. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medical device report, the following information was received: on (B)(6) 2017, the patient went into cardiorespiratory distress and subsequently expired. Per the physician, the death was unrelated to the implanted graftmaster stent.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with a left main (lm) coronary artery perforation. A 3.5x19mm graftmaster stent was implanted without issue; however, the perforation was not sealed. The patient was sent for emergent surgery, pericardiocentesis and a coronary artery bypass graft (CABG). Following, the patients family was evaluating the long term prognosis with hospice and palliative care. On (B)(6) 2017, the patient expired. There was no additional information provided regarding this device issue.